Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 507652 implantable pacing lead - implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the day after implant the right ventricular (rv) lead had dislodged. The patient was taken back to the or (operating room) and the lead was repositioned. At the post op interrogation it was found that the rv lead had dislodged again as there was no capture at seven and a half volts, no sensing, and the patient¿s intrinsic rhythm was sr (sinus rhythm) sixties. The implanting physician noted that the patient had severe cardiomegaly and they had difficult time getting the lead in a good spot with good thresholds. The patient did not want to go back into surgery so the lead was programmed off and the patient was discharged. The patient was brought back two days later for the rv lead revision. During the lead revision the rv lead was repositioned twice but dislodged. The lead was then removed and a new lead was implanted instead. It was noted that there was a perforation and pericardial effusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).